Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the insulin pump. The device had alarmed battery out limit. She removed the battery and the device alarmed unexpected restart. She was unable to clear the alarms. The battery out limit alarm occurred during normal use. Troubleshooting was performed for keypad anomaly. The act button wouldn't respond. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis. Troubleshooting for battery our limit and unexpected restart but wasn't completed due to the unexpected restart.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to corroded keypad traces. Unable to verify any alarms due to the unresponsive buttons. The pump also had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner and a stained end cap sticker.